Event description:
During the clinician's therapeutic removal of an enternal feeding device from a patient (age and gender unknown), the tube separated from the button dome portion of the device. The tube was successfully removed from the patient, but the tip of the button dome remained in the patient between the stomach and abdominal walls. The flared portion of the part was located outside of the patient, allowing the clinician to grasp the flared portion with his/her hand and successfully and completely removing the device from the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.